Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The severely stenosed, type b target lesion was located in the non calcified proximal left circumflex artery. A 4.00x16mm promus element drug-eluting stent was advanced but failed to cross the lesion even after multiple attempts. The device was removed and it was noted that the stent struts were slightly lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. Device evaluated by MFR: promus element,mr,ous 4.00x16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The stent was damaged along its entire length. The distal section of the stent was bunched and the stent had moved distally along the balloon over the distal markerband. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip found no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The severely stenosed, type b target lesion was located in the non calcified proximal left circumflex artery. A 4.00x16mm promus element drug-eluting stent was advanced but failed to cross the lesion even after multiple attempts. The device was removed and it was noted that the stent struts were slightly lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.